Event description:
It was reported that the pulse generator exhibited premature battery depletion. A download on (B)(6) 2011 showed 6.75 years remaining. On (B)(6) 2011 the battery showed less than 3 months. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.